Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was pt's wife stated the patient is back to having quite a bit of urgency and the device is not working as well as it did before. Caller states this has been going on for a while now but that it's hard to tell when it first started. Caller said they tried calling the representative  about 3 days ago and left a voicemail, but hasn't heard back yet. Caller also mentioned they have a small portable therapy ultrasound unit that they used on the patient's groin area and wondered if that could have affected the device. Caller also states they used electrical stimulation and a laser on the groin area to help the patient with healing in that area. Caller states they haven't tried making any adjustments to the therapy. Caller tried connecting to the ins on the call and reported seeing "system has encountered an error. 0x199bb5bc." Caller was able to restart and successfully connect to the ins. Agent walked caller through checking therapy status on the call and caller confirmed therapy was on at 0. 7v on program 6. Caller then increased to a comfortable level. The patient was redirected to their healthcare provider to further address the issue if issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.